Event description:
It was reported that the pump was alarming error 46011. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation in used condition. Visual and functional testing was able to confirm the customer reported issue. The pump could not be turned on, and error codes 41100 and 46011 were confirmed. The main board was replaced to resolve the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.